Manufacturer narrative:
Device remains implanted. Device remains implanted.

Event description:
As reported through the japanese tavi registry reporting system, the patient underwent a transfemoral tavr and received a 23 mm sapien 3 valve in the native aortic position. Intraoperative, the patient developed complete atrioventricular block. A permanent pacemaker was implanted.